Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the "fill tubing" display. Although initially unresponsive, during troubleshooting with tandem technical support, the issue was resolved. There was no patient involvement as the pump was being used for demonstration purposes only.